Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it is unknown if a post balloon dilation was performed during the initial implant procedure.

Manufacturer narrative:
Updated: b1, b2, b3, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 6 months following the implant of a transcatheter valve in the native annulus at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc), the valve failed due to stenosis with a high mean gradient. A computed tomography (CT) scan was performed that revealed thrombus/pannus on the valve leaflets. No patient complications were reported as a result of this event. Additional information was received that a transesophageal echocardiogram (tee) performed six years and six months post-implant showed degenerative and calcified leaflets as well as severe transvalvular aortic regurgitation (ar) with an eccentric jet likely secondary to a torn leaflet. The mean gradient after the valve was implanted was 14 mmhg. The last three international normalized ratio (inr) results before the thrombus was detected were 2.4 at approximately five years and five months post-implant, and 2.5 at approximately six years and five months post-implant and six years and six months post-implant. Six years and seven months post-implant, a 23 mm non-medtronic (sapien) transcatheter valve was implanted. Antiplatelet and anticoagulation was prescribed (asprin 81 mg, plavix 75 mg and coumadin).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 8 months following the implant of a transcatheter valve in the native annulus at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc), the valve failed due to stenosis with a high mean gradient. A computed tomography (CT) scan was performed that revealed thrombus/pannus on the valve leaflets. No patient complications were reported as a result of this event.